Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The pump head module service code issue was caused by foreign material and crystallized infusate spillage lodged in the channel. The channel was cleaned, tested and normal operation confirmed. Additional: a service history review revealed that this device has been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was a false occlusion alarm during biomedical testing. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.